Event description:
It was reported the patient had decreased analgesia and increased pain in lower back and shoulders. No diagnostic methods used. The patient¿s pump was replaced. It was possibly related to device or therapy. It was unlikely related to the implant procedure. The event was resolved without sequela as of (B)(6) 2014. The pump delivered sufentanil. The cause of the patient¿s symptoms was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) through a study regarding a patient receiving intrathecal sufentanil 400 mcg/ml at 110.64 mcg/day. The new adverse event was inadequate analgesia with use of intrathecal pump.

Manufacturer narrative:
"Intervention req" no longer applies. "Serious injury" no longer applies.

Event description:
Additional information was received from a health care provider (hcp) through a study. The new device event was listed as "device end of life."

Event description:
Additional information was received from a healthcare provider (hcp) via the study. The cause of the decreased analgesia and increased pain in lower back and shoulders was the device was at the end of life.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l35841, implanted: (B)(6) 1995, product type: catheter. (B)(4).